Event description:
It was reported the patient has lost stimulation in her established pain pattern. The patient is receiving unintended stimulation in her knees and thighs. Reprogramming was done to no avail. The physician plans a trial procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that following a successful peripheral lead trial the patient underwent surgical intervention to add new leads. The original surgical lead was disconnected from the ipg but remains in situ. Effective stimulation was reportedly recaptured for the patient postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.